Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported, that the procedure was to treat a mildly calcified lesion in the anterior tibial artery. A 3.0x120mm armada 18 balloon dilatation catheter (bdc) was prepared without issue, and advanced to the lesion without resistance. However, upon the first attempted inflation, the balloon ruptured, and would not hold any pressure. The bdc was removed without issue. There was no reported adverse patient effect and no clinically significant delays in the procedure. A new 3.0x120mm armada 18 bdc was used, without issue to successfully complete the procedure. No additional information was provided.